Event description:
The customer reported the sys had a loss of x-ray functionality. There is no report of pt injury or death.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The x-ray tube was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.